Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 4cm balloon. The balloon was returned detached from the catheter. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself. The balloon catheter weld bonds were examined under microscopic magnification (15x). The weld bonds appeared to be consistent around the entire circumference of the bond, with no defects noted. The inner guidewire lumen was stretched. Both marker bands were present on the catheter. No other anomalies were noted on the returned device. Functional/performance evaluation: using needle nose pliers, the balloon was inverted and the prolapsed portion of the balloon was straightened out in order to examine the entire surface of the balloon for any ruptures. The balloon was examined under microscopic magnification (15x)and no signs of a rupture were present on the balloon. Due to the poor sample condition, the balloon was unable to be inflated to determine whether a pinhole rupture was present. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a balloon detachment based on the condition in which the sample was returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the central veins the pta balloon allegedly detached from the main catheter during the deflation process. Reportedly, the health care provider used a snare device to remove the balloon body. There was no reported retraction difficulties. Another balloon was used to complete the procedure. There was no report of patient injury.